Manufacturer narrative:
(B)(4). Corrected h10 this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (vicryl suture, monocryl suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics citation: clinical breast cancer, vol. 17, no. 4, 316-21 / http://dx.doi.org/10.1016/j.clbc.2017.01.005.

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (vicryl suture, monocryl suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics. Citation: clinical breast cancer, vol. 17, no. 4, 316-21 / http://dx.doi.org/10.1016/j.clbc.2017.01.005. (B)(4).

Event description:
It was reported via journal article: "title: flap fixation using tissue glue or sutures appears to reduce seroma aspiration after mastectomy for breast cancer" author: james van bastelaar, lotte l.b. Theunissen, maarten g.j. Snoeijs, geerard l. Beets, yvonne l.j. Vissers. Citation: clinical breast cancer, vol. 17, no. 4, 316-21 / http://dx.doi.org/10.1016/j.clbc.2017.01.005. The purpose of this retrospective observational cohort study was to evaluate whether artiss tissue glue reduces seroma formation and its sequelae when compared with flap fixation using vicryl sutures or when compared with conventional wound closure with a drain only after mastectomy. A total of 230 women underwent mastectomy for invasive breast cancer or ductal carcinoma in situ (dcis) with or without sentinel node biopsy and modified radical mastectomy. The method of flap fixation used depended on the period in which patients underwent mastectomy. Flap fixation using sutures (ff-1) (n=92, mean age 67 years) was applied between may 2012 and march 2013. Flap fixation using artiss tissue glue (ff-2) (n=50, mean age 62 years) was used between september 2013 and march 2014. A drain-only control group (do) (n=88, mean age 69 years) that was not treated using flap fixation (may 2011-march 2012). In patients in the skin flap fixation group using vicryl sutures, the skin flaps were sutured onto the pectoral muscle using polyfilament absorbable sutures (vicryl 3.0). Vicryl sutures were placed at periodic intervals (every 3 cm) in 2 or 3 rows, depending on the extent of the skin flaps. In the group using tissue glue, artiss was applied as a 2-ml spray and used on both skin flaps. After the spray was applied, compression on both skin flaps to the underlying muscle was applied for 3 minutes. Intradermal skin closure using absorbable monofilament sutures (monocryl 3.0) was applied to patients in all groups. Postoperative complications included seroma (n=36 from ff-1 group) wherein 14 patients had seroma aspiration and (n=109 both from ff-2 and do group) wherein 7 patients had seroma aspiration from ff-2 and 52 patients from do; hematoma (n=5 from ff-1 group) and (n=7 both from ff-2 and do group); and surgical site infection (n=12 from ff-1 group) and (n=33 both from ff-2 and do group) which all required antibiotic treatment or opening of the wound to evacuate infected seroma or abscess formation.this study suggests that flap fixation after mastectomy using artiss tissue glue or sutures reduces postoperative seroma aspiration. As a result, flap fixation might lead to less patient discomfort. A randomized, prospective trial should be performed to verify these results.